Manufacturer narrative:
The insulin pump alarmed motor error during the rewind process due to corroded motor home switch. The displacement and unexpected reset tests were unable to be performed due to motor error alarm. The motor position encoder error alarm was unable to be verified in the alarm history screen due to motor error alarm. The device was received with a cracked reservoir tube lip. (B)(4).

Event description:
Customer's wife reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was over 500 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they had an MRI performed and the device was in the same room. Customer advised they received a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.